Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the core wire was broken. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). A 325cm rotawire was advanced to treat the target lesion. When the rotawire was removed from the patient after the first ablation, it was noted that the core wire was broken and the spring coil was stretched. The core wire was separated outside the patient but no portion of the device was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Upn corrected from h802228240021 to h802228240020. Device evaluated by manufacturer: the device was returned for analysis. The visual inspection noted that the distal tip was kinked and unraveled. The overall length is within specification. All outer diameter are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the core wire was broken. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). A 325cm rotawire was advanced to treat the target lesion. When the rotawire was removed from the patient after the first ablation, it was noted that the core wire was broken and the spring coil was stretched. The core wire was separated outside the patient but no portion of the device was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.